Event description:
It was reported that dr had to remove two reflex hybrid screws. He used the revision driver to remove the screws. As he fully seated the driver into the cruciform of the bone screw he gently tightened the inner shaft. He was able to get the first screw out, however as he tightened the inner shaft on the second screw, he started to turn the driver counter clockwise to take the screw out. At this time the inner shaft tip broke off at the distal end. He was however able to get the screw out and complete the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the likely mode was torsional overload as examined visually. Manufacturing records were reviewed and no issues were found for this lot number.conclusion: the cause is not determined and multifactoral.

Event description:
It was reported that dr had to remove two reflex hybrid screws. He used the revision driver to remove the screws. As he fully seated the driver into the cruciform of the bone screw he gently tightened the inner shaft. He was able to get the first screw out, however as he tightened the inner shaft on the second screw, he started to turn the driver counter clockwise to take the screw out. At this time the inner shaft tip broke off at the distal end. He was however able to get the screw out and complete the surgery.